Event description:
It was reported that the device was used during a laparoscopic hysterectomy with bilateral salpingo-oophorectomy. The ptc separated from the device, but did not fall into the patient. This issue was noticed when sitting on the sterile field. Another device was used to complete the case. There was no adverse consequence to the patient. Clarification sought - ptc or electrode?

Manufacturer narrative:
(B)(4). The device was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. The ptc was not damaged and securely bonded to the upper jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touch the jaw. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.